Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging she was unable to transmit her actionable result to her insulin pump. This complaint was classified based on the customer care advocate (cca) documentation as well as additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient. The patient reported that on (B)(6) 2012 at 12:00pm, the alleged issue began. The patient could not recall the obtained reading at the time of the alleged issue, however, said it was a low reading. The patient reported that she takes self adjusting novolog insulin and adjusts based on carbohydrate intake and meter readings. The patient reported that she made no changes to her diet, activity level or medications on the day of the alleged issue. The patient reported in response to the low reading, she entered the reading into her pump and self administered glucose tablets. The patient stated that sometime after the alleged issue occurred she suffered a "severe insulin reaction" which typically includes "cloudy vision, confused, shaky, and obnoxious behavior." The patient reported that she believes her insulin pump did not administer an accidental dose to cause the "severe insulin reaction." The patient stated 15-20 minutes after administering the treatment; she retested her blood glucose and obtained a reading of "300 mg/dl" on her lfs device. The patient denied calling emergency medical services. At the time of trouble shooting, the cca determined the "pump communication" was turned off on the meter and the alleged issue was resolved with training. Replacement products were sent to the patient. The subject meter has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: complaint not confirmed. Based on the provided information at this time, it is unclear how the communication issue can lead to the patient's symptoms since the communication issue does not affect the ability to test. Thus, the linkage between the reported product issue and the alleged injuries by the patient remains unclear. In conclusion, this complaint is being reported because the patient allegedly developed symptoms suggestive of hypoglycemia after the alleged issue occurred.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.